Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after an auto accident the patients right atrial (ra) lead exhibited no capture and rising/high thresholds. A lead dislodgement or potential fracture is suspected. Reprogramming was completed until the lead was removed and replaced at a later date. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.